Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23 mm trifecta valve was implanted. On (B)(6) 2017, a re-do procedure took place and the valve was explanted secondary to reports of acute heart failure. Ex vivo, the rcc contained several large perforations; the ncc contained two smaller perforations; and the lcc was partially torn from the ln commissure. Per report, the valve was explanted in pieces and was sent to bacterial analysis which was negative.